Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return sample testing was also completed. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 62009be01 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. In-house testing of a retained reagent kit of the complaint lot 62009be01 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. The returned specimen samples were tested and the following results were obtained: alinity I syphilis tp: sid (B)(6) s/co (non-reactive), sid (B)(6) s/co (non-reactive), sid (B)(6) s/co (non-reactive), sid (B)(6) s/co (non-reactive), sid (B)(6) s/co (non-reactive). Mikrogen recomline treponema igm sid (B)(6): negative (no reaction), sid (B)(6): negative (tmpa: very low intensity), sid (B)(6): negative (tmpa: very low intensity), sid (B)(6): negative (tmpa: very low intensity), sid (B)(6): negative (tmpa: very low intensity). Mikrogen recomline treponema igg sid (B)(6): negative (tp17: very low intensity), sid (B)(6): negative (tp14 and tmpa: very low intensity), sid (B)(6): negative (tp257: very low intensity), sid (B)(6): negative (no reaction), sid (B)(6): negative (tp47 and tmpa: very low intensity). The non-reactive results obtained with the alinity I syphilis tp reagent are in concordance to negative results obtained with recomline treponema igm and igg. Based on the investigation, no systemic issue or deficiency was identified. The alinity I syphilis tp reagent, lot number 62009be01, is performing as expected.

Event description:
The customer observed false nonreactive alinity I syphilis tp results generated on the alinity I processing module for five patients which were not consistent with other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient 1: alinity I syphilis tp result = 0.26 s/co (nonreactive); repeat result = 0.26 s/co (nonreactive), maccura result = 3.999 s/co (positive), trust result = negative, tppa result = weak positive. For troubleshooting purposes, the customer sent the sample to another hospital which was processed on the architect i2000sr processing module and the architect syphilis tp result was also nonreactive (0.28 s/co). Previous results from (B)(6)2021: maccura result = 4.612 s/co (positive), trust result = positive (1:32), tppa result = positive. Patient 2: 69-year-old hospitalized patient diagnosed with herpetic neuralgia. Alinity I syphilis tp result = 0.42 s/co (nonreactive); repeat result = 0.43 s/co (nonreactive), maccura result = 4.616 s/co (positive), trust result = negative. Previous result (B)(6)2024: maccura result = 4.27 s/co (positive), trust result = negative. Patient 3: 61-year-old undergoing follow-up for syphilis. Alinity I syphilis tp result = 0.58 s/co (nonreactive); repeat result = 0.61 s/co (nonreactive) maccura result = 1.176 s/co (positive) and 1.151 s/co (positive) trust result = negative. Previous result (B)(6)2023: maccura result = 1.083 s/co (positive) trust result = negative. Patient 4: 62-year-old hospitalized patient diagnosed with left calf amputation stump revision. Alinity I syphilis tp result = 0.32 s/co (nonreactive); repeat result = 0.32 s/co (nonreactive) maccura result = 1.088 s/co (positive) trust result = negative. Patient 5: 76-year-old hospitalized patient diagnosed with coronary heart disease. Alinity I syphilis tp result = 0.68 s/co (nonreactive); repeat result = 0.71 s/co (nonreactive) maccura result = 22.540 s/co (positive) trust result = negative. Previous result (B)(6) 2024: maccura result = 3.335 s/co (positive) trust result = negative there was no impact to patient management reported.

Event description:
The customer observed false nonreactive alinity I syphilis tp results generated on the alinity I processing module for five patients which were not consistent with other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient 1: alinity I syphilis tp result = 0.26 s/co (nonreactive); repeat result = 0.26 s/co (nonreactive) maccura result = 3.999 s/co (positive) trust result = negative tppa result = weak positive for troubleshooting purposes, the customer sent the sample to another hospital which was processed on the architect i2000sr processing module and the architect syphilis tp result was also nonreactive (0.28 s/co). Previous results from (B)(6) 2021: maccura result = 4.612 s/co (positive) trust result = positive (1:32) tppa result = positive. Patient 2: 69-year-old hospitalized patient diagnosed with herpetic neuralgia. Alinity I syphilis tp result = 0.42 s/co (nonreactive); repeat result = 0.43 s/co (nonreactive) maccura result = 4.616 s/co (positive) trust result = negative. Previous result (B)(6) 2024: maccura result = 4.27 s/co (positive) trust result = negative. Patient 3: 61-year-old undergoing follow-up for syphilis. Alinity I syphilis tp result = 0.58 s/co (nonreactive); repeat result = 0.61 s/co (nonreactive) maccura result = 1.176 s/co (positive) and 1.151 s/co (positive) trust result = negative. Previous result (B)(6) 2023: maccura result = 1.083 s/co (positive) trust result = negative. Patient 4: 62-year-old hospitalized patient diagnosed with left calf amputation stump revision. Alinity I syphilis tp result = 0.32 s/co (nonreactive); repeat result = 0.32 s/co (nonreactive) maccura result = 1.088 s/co (positive) trust result = negative. Patient 5: 76-year-old hospitalized patient diagnosed with coronary heart disease. Alinity I syphilis tp result = 0.68 s/co (nonreactive); repeat result = 0.71 s/co (nonreactive) maccura result = 22.540 s/co (positive) trust result = negative. Previous result (B)(6) 2024: maccura result = 3.335 s/co (positive) trust result = negative there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2, patient 3, patient 4, patient 5. Section a2 - age at time of event/a2 - age units (patient): patient 1 = unknown; patient 2 = 69 years old; patient 3 = 61 years old; patient 4 = 62 years old; patient 5 = 76 years old. E1-facility name: complete facility name is (B)(6) hospital. This report is being filed on an international product, list number 07p60-74 that has a similar product distributed in the us, list number 07p60-21/-31, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.